Event description:
It was reported that implantable cardioverter defibrillator (ICD) with this right atrial (ra) lead had been beeping for over a year. Technical services (ts) was consulted and noted that the ra lead impedance had been low out of range impedance lower than 200 ohms on multiple occasions. It was noted that the patient has breast cancer and need an magnetic resonance imaging (MRI). Technical services (ts) discussed the system is not MRI compatible. Ts referred to the off label MRI form and recommended programming off the beeper or turning off ra impedance daily measurement. This ra lead remains in service. No adverse patient effects were reported.